Manufacturer narrative:
The returned device was evaluated, and the product performed as designed during testing. No defect or deficiency that would have caused the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, users are not increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted, if it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she changed her pod at 9:30 am. She checked her blood glucose at 11:18 am, and the result was 410 mg/dl. She gave herself a 7.0u bolus. She said she was not feeling well, so she went home and removed the pod. She stated that she realized she was not getting any insulin delivery, as the cannula was not inserted properly. She said that she believed the needle punctured the cannula and the insulin was leaking from the cannula. She could feel and smell insulin on the adhesive. Since she had no more pods, she used manual injections for the day.